Event description:
It was reported that allegedly a pta balloon ruptured during the first inflation, while it was being used to dilate a stenosis in the central cephalic vein. A 5cc syringe and a 3cc syringe were used to inflate the balloon, therefore,the pressure at the time of rupture was not known. Reportedly the balloon ruptured significantly below rate bust pressure. The device was advanced over a glidewire to the treatment site without difficulty. During retraction of the balloon from the sheath, it was observed that the balloon fibers had begun to unravel and were wrapped around the balloon and the glidewire. The pta balloon catheter was successfully removed from the pt without disturbing the introducer sheath. According to the physician, there were no filling defects observed and there did not appear to be any fibers remaining in the pt. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample has been returned and the investigation is currently underway.